Manufacturer narrative:
The peritonitis occurred on an unreported date in (B)(6) 2018. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. On an unreported date, the patient began treatment for the peritonitis with vancomycin (dose, frequency, route and duration were not reported). It was reported that dianeal therapy was ongoing during the treatment. At the time of this report, the patient was not recovered. No further detail was provided regarding whether the patient was hospitalized for the event or if dianeal therapy continued to be ongoing. No additional information is available.